Event description:
It was reported that the ilet displayed only 6% charge after being left on the charger overnight, despite the indicator light showing solid green during charging, and the battery had not been depleted prior to charging. Customer care provided support that included remote troubleshooting and assessment of charging functionality. Investigation of this case revealed a suspected charging performance issue consistent with a charger or charging interface problem. No adverse clinical effects during the event reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely a malfunction of external charging accessories rather than an internal device defect.